Event description:
Endoscope scope used following procedure while endoscope was cleaned brush tip came off and lodged in channel of scope, went through high power scope processor and channel with brush in it. Brush tip discovered when scope used again. Brush fell out, retrieved by physician.